Manufacturer narrative:
Correction a4- weight.

Event description:
Additional information indicates that patient had a high impedance due to extensions coiling up, extensions were creating a pulling force that disturbed patient's neck, patient was twiddling. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein extensions were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at extensions and the ipg site, patient reported tightness and pulling with his extension wires. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted, replaced, and repositioned to address the issue.